Manufacturer narrative:
Patient identifier not available from the site. No parts were received by the manufacturer. Event problem and evaluation: on 9-dec-2014, a medtronic representative was at the site when the reported event occurred and was able to troubleshoot the problem and restore imaging system functionality. After removing a piece of drape that had gotten caught in the door, test spins were taken and the system was found to function as expected. No further issues were reported. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, while taking the final spins during a spinal fusion procedure, the x-ray technologist heard a noise from the image acquisition system (ias) and the nurse observed the "rattle" and saw the following error messages appear: ¿an error has occurred. System.null referenceexception: object reference not set to an instance of an object¿ and ¿error computing 3d reconstruction.¿ in trouble-shooting, the system was re-booted but would not open, and a piece of the imaging system drape was found caught in the door. The imaging system was then removed from the operating room and the medtronic representative removed the drape. After taking a couple of test spins to verify system functionality, the system was brought back into the operating room and two successful confirmation spins were taken. There was a reported delay to the procedure of about five minutes due to this issue. There was no impact on patient outcome.